Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in the event was returned to zoll (B)(4) on (B)(4) 2012, and was analyzed. Visual inspection of the returned autopulse platform revealed a bent battery clip. The archive data analysis showed many incidents of "under voltage 18v" along with multiple "battery lost" incidents, which indicating that the power distribution board was defective due to damaged fet (electronic components). The damaged electronic components could be likely caused by removing the battery before powering off the device. No adverse event reported.

Event description:
Upon pt use, the autopulse board would release the lifeband and then intermittently turn off on it's own with multiple known good batteries. This problem did not negatively affect the pt.